Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the sales rep was called into the case. The attending surgeon was at the console and a female resident was doing the firing. A penrose drain was being fired on in order to manipulate the esophagus with the robotic arm. It was at least the eighth firing of the device. At the second or third stroke of the firing across the penrose drain, the firing stopped and could not be completed. The resident pushed the red knife reverse switch, but could not squeeze the firing trigger to return the knife. Therefore, the device was cut off of the drain to remove it. After the device was removed, the sales rep was able to use both hands to squeeze the firing trigger and return the knife. The surgeon was concerned about this potentially happening on tissue as well as having to use two hands to return the knife, which could result in distal tip movement, especially if on a vessel. A 60mm white reload was being used with the device, not an ecr45w (reported in error). There were no patient consequences but physician is concerned on manual echelon habit of locking out.

Event description:
It was reported that during a robotic esophagectomy procedure, the stapler locked onto penrose (was not on tissue) and would not unlock even after physician pushed reverse knife blade lever so they cut the penrose and extracted the stapler. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n57j9k the analysis found that the ec60a device was received with no apparent damage and with a gst60w reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.